Manufacturer narrative:
Initial.

Event description:
It was reported that the user received insulin occlusion alerts on the iLet during meal announcements, with only a portion of the commanded dose delivered despite multiple supply changes and use of a Teflon infusion set at the left abdomen; education was provided to rotate to a different infusion site and the user planned a site change. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education focused on site selection and supply replacement. Investigation of this case revealed an insulin delivery occlusion that appeared resolved only after supply changes and site rotation guidance, consistent with an infusion set or site-related delivery restriction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or insertion site issue leading to insulin flow restriction.